Event description:
A retrospective review was performed by agfa for events, from years 2012 to march 20, 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. The customer reported to agfa, that even after software upgrade to version 3.5, they continue to experience uncontrolled movement of the wall bucky of their dx-d600 system while making adjustments to the overhead tube crane (otc). The operator drove the otc into position with the auto center button and aligned both the tube and wall stand. The operator tried to raise the wall stand with the foot pedal but it moved downward instead. Manual movement of wall stand was used and it worked fine for driving downward, but the otc continued to resist upward movement of the bucky. They tried to reproduce the problem but were unable to experience the same event. Updates and part exchanges had already been performed on this system in (B)(6) 2013, with assistance from (B)(4) , agfa's supplier. Further investigation in review of the log files, revealed a software problem in the nova firmware. A new software upgrade to version 3.6 was performed on the system for this event. The system has been corrected. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems to address these unexpected movements. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any patient or user.

Manufacturer narrative:
(B)(4).